Event description:
It was reported that the patient presented in clinic due to a fracture noted on the right ventricular (rv) lead. The patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.